Event description:
The parents visited the hospital with complaint of frequent fevers and neck stiffness 2-3 months back (diagnosed as meningitis), for which the user was treated by concerned specialist. Post-meningitis, csf leak was also noticed. Reportedly, the implant is functioning and the hearing performance with the device is not affected, however due to the ongoing treatment the child has not been using the device consistently. An exploratory surgery (focusing on stopping the csf leak) was performed on (B)(6) 2022 and the present implant has been salvaged. There was no explantation or re-implantation done.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received, the patient has a history of post-operative recurrent meningitis episodes. Congenital inner ear anomalies, such as the reported ip-2 deformity, bear an inherent risk of recurrent meningitis even without a history of otosurgery. In particular, cerebrospinal fluid leaks otorrhea represents a known risk factor for pneumococcal meningitis, as in the present case. Streptococcus pneumoniae represents one of the most common causes of meningitis among implanted and non-implanted population. These bacteria are usually found in the back of the nose and throat of healthy individuals. Even though a complete vaccination has been reported, no details on immunization have been received. Further, if s. Pneumoniae passes from the middle ear to the inner ear, e.g. Through an open communication due to a malformation or a surgical trauma, the risk of meningitis remains high even after proper immunization. In conclusion, considering the early post-operative onset and the preexisting congenital deformity, the reported event was likely due to a combination of surgical and anatomical factors. The recipient underwent two revision surgeries to stop cerebrospinal leakage. Reportedly the recipient is doing fine at the moment. The device remains implanted and in use.

Event description:
The parents visited the hospital with complaint of frequent fevers and neck stiffness 2-3 months back (diagnosed as meningitis), for which the user was treated by concerned specialist. Post-meningitis, csf leak was also noticed. Reportedly, the implant is functioning and the hearing performance with the device is not affected, however due to the ongoing treatment the child has not been using the device consistently. An exploratory surgery, which focused on stopping the csf leak, was performed on (B)(6)2022 and on (B)(6) 2022. There was no explantation or re-implantation done. The user has been discharged and is reportedly doing well with the implant.